Event description:
It was reported that when turning on the power, the pump alarms and shows "possible helium loss." After checking the pump, the assembly interface block and the pneumatic control system were faulty." There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.